Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed in the fiber tip, that the fiber was spraying sideways as if there was a hole in it, suggesting a fiber break. The procedure was completed with another fiber without patient complications.